Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient fell and suffered a trauma to the implanted side of the head. The patient is not having access to sound. A follow up appointment is to be arranged.